Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impaction platform cracked and broke during a mako total hip (tha). The issue was noticed during impaction of the cup. The surgeon noticed it was cracked and he stopped hitting.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the impaction cup broke during impaction. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of device history records show 41 devices were manufactured under lot 45031215 accepted into final stock on 01/25/2016 with no reported discrepancies. No non conformance were identified during the process. Complaint history review: review of complaints within the trackwise database for p/n 206270, l/n 45031215 show one other complaint related to the failure in this investigation. This is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
The impaction platform cracked and broke during a mako total hip (tha). The issue was noticed during impaction of the cup. The surgeon noticed it was cracked and he stopped hitting.